Manufacturer narrative:
Qn# (B)(4). The device involved has not been received by the manufacturer for evaluation at the time of this report. However, a variant model from the same family was used for testing. Samples were taken from the current production and visually inspected. The issue reported was not observed in the current manufacturing process. A device history record review could not be conducted since the lot number was not provided. A record assessment (fmea) was conducted and no update is required. Customer complaint cannot be confirmed. The device sample is needed to perform a proper investigation and determine the root cause. Root cause cannot be determined. Corrective actions cannot be established. If the alleged defect samples become available at a later date, this report will be updated accordingly.

Event description:
Customer complaint states the device connector came unseated. Additionally,the pilot balloon would not hold air. It was reported the patient was extubated and re-intubated. No patient harm was reported. (Continued) pilot balloon issue reported is captured in companion report MDR# 3003898360-2019-00267.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 5-10316 et tube, hvt, 8.0 for investigation. The connector was not returned. This sample was reviewed with a r & d engineer. The returned et tube was visually examined with and without magnification. Visual examination of the returned et tube revealed that there is adhesive residue near the 22 cm mark. The sample appears used as there is biological material present on the device. No defects or anomalies were observed. The connector is originally seated loosely in the tube and not seating the connector firmly into the tube before use can cause it to disconnect. Since the connector was not returned, it could not be determined if the connector was placed firmly into the tube. The reported complaint of "connector disconnected during use" could not be confirmed. The IFU for this product, l06621, was reviewed as a part of this complaint investigation. The IFU states, "the 15 mm connector may be loosely seated due to the relaxation of the tube material around the connector. Seat the connector firmly in the tracheal tube. For a secure connection, the contacting surfaces must be clean and dry when seating the connector." "Seat the 15 mm connector firmly in the adapter on the ventilator equipment to prevent disconnection during use. Ordinarily the security of the connection is increased by twisting the two elements together." Testing for the et tube connector disconnection issue is still ongoing. Non-conformance has been opened to further investigate the et tube connector disconnection issue.

Event description:
Customer complaint states the device connector came unseated. Additionally,the pilot balloon would not hold air. It was reported the patient was extubated and re-intubated. No patient harm was reported. (Continued) pilot balloon issue reported is captured in companion report MDR# 3003898360-2019-00267.